Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Rupture was later reported. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Missing shell observed assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Rupture was later reported. Device has been explanted.